Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after removing the peel away and inserting the repositioning sheath, the patient was noted to have significant bleeding at the impella insertion site. Manual pressure did not resolve the issue. The site was closed loosely with a jackson-pratt (jp) drain left in place. Hemostasis was ensured and the groin was packed with kerlix and then dressed.the patient required multiple initiations of prbc units. Additionally, it was noted that the patient had no distal pulses that could be identified, and the impella side foot was mottling and cold. The decision was made to completely remove the repositioning sheath from the artery and place a purse string at the arteriotomy site around the 9fr catheter. This was done successfully while maintaining pump position. Flow was re-established with the return of color and temperature. The impella catheter was secured in multiple areas, including being sutured directly to the femoral artery, to prevent any type of movement. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.